Event description:
The customer complained about a missed antibody during a jat-c survey using biotestcell pool. The tango result was either a "?" Or a positive while a manual testing yielded a negative result. The customer was neither able to send us the sample nor the allegedly defective product. At the time the complaint was reported, the allegedly defective lot of biotestcell-pool was already expired. Therefore a testing was not possible. But our quality control laboratory had also participated in the cap survey testing. We had tested the cap survey sample (B)(6) and yielded a positive result with biotestcell pool lot 8139011. Quality control laboratory also tested biotestcell pool lot 8135011 with (B)(6) and yielded in a positive result. The allegedly defective product biotestcell pool lot 8131011 was not tested with (B)(6). We had no further complaints related to this lot. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A CAPA has been initiated to intensify the efforts for a possible improvement of antibody screening and identification testing on tango.

Event description:
The customer complained about a missed antibody during a jat-c survey using biotestcell pool. The tango result was either a "?" Or a positive while a manual testing yielded a negative result. The customer was neither able to send us the sample nor the allegedly defective product. A review of the error description provided with iti and reagent complaint was conducted plus a review of the corresponding field service report. Since there was no negative result for the sample in question when tested on tango optimo s/n (B)(4), a contribution of the instrument for this incident can be excluded. The claim that the result of tango optimo might have been a false positive is countered by the known positive antibody status of the sample jat-17. Since we did not receive the allegedly defective product, our quality control laboratory is re-testing with the retained sample of biotestcell pool. This testing is still ongoing. We will send our final report on this incident as soon as we receive these test results.

Manufacturer narrative:
This is our initial report for this incident.

Manufacturer narrative:
This is our final report on this incident.